Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and non-calcified femoral graft and superficial femoral artery. An angiojet solent omni catheter was used for thrombectomy procedure. While advancing to the target location, the device was required to make two 90 degree turns. During power pulse mode, thrombolytics were infused into the occluded lesion. However, the device developed a kink and fracture in the delivery shaft where the coiled silver section meets the purple plastic segment, near the tip. The device was removed intact, and the procedure was completed by replacing the catheter. No complications were reported.

Manufacturer narrative:
The angiojet solent omni catheter was returned to the boston scientific for analysis. The catheter shaft displayed multiple bends and kinks. A functional testing was performed and the pump was inserted into the ultra drive unite console. The catheter primed, and the device functioned for a duration of 90 seconds in the thrombectomy mode. The device's pressure was within the regular range of 9.625 kpsi. A shaft kink/leak was observed during functional testing located 26.5cm from the tip. There were no errors nor priming issues observed during functional testing as the device ran as designed.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and non-calcified femoral graft and superficial femoral artery. An angiojet solent omni catheter was used for thrombectomy procedure. While advancing to the target location, the device was required to make two 90 degree turns. During power pulse mode, thrombolytics were infused into the occluded lesion. However, the device developed a kink and fracture in the delivery shaft where the coiled silver section meets the purple plastic segment, near the tip. The device was removed intact, and the procedure was completed by replacing the catheter. No complications were reported.